Manufacturer narrative:
Product event summary : analyis of the device memory indicated there was a low telemetry battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when preparing a device for implant, the device battery longevity status bar was gray. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.